Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: several photos and (B)(4) stapled together plastic bags with (B)(4) loose 1ml s/t syringes were received. The samples were visually evaluated. One bag contained (B)(4) syringes with no lot# reported. The (B)(4) syringes were observed to have excess amount of silicone pooling in the fluid path. One bag contained (B)(4) samples and was labeled with lot# 0115337. All syringes were observed to have a normal and expected amount of silicone presence. No pooling or excess of silicone was found in these samples. Potential root cause for the excess silicone defect is associated with the assembly process. The excess silicone is likely related to the silicone gun malfunction which was detected and corrected during manufacturing process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 1ml s/t bns was contaminated with foreign matter. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "allegation: customer is discovering contaminated syringes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t bns was contaminated with foreign matter. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "allegation: customer is discovering contaminated syringes"